Event description:
Voluntary medwatch received states that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing. No intervention was performed. The patient experienced no consequences.